Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during basal delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 80-160 mg/dl.